Event description:
(B)(6) study. It was reported that left bundle branch block occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received loading dose of 81 mg of aspirin and 600 mg of clopidogrel. A lotus introducer was placed and then a 25 mm lotus edge valve was implanted successfully. There was correct positioning of the 25mm lotus edge valve into the proper anatomical location. Post procedure summary: one (1) day post index procedure, the subject developed left bundle branch block. No diagnostic test was performed, and no action was taken for the event. The following day, the event was considered recovered/ resolved. Four days (4) post implant, the subject was discharged on aspirin.